Manufacturer narrative:
On 1/24/2021, bwi received additional information indicating that the reported events are actually not MDR-reportable. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and commented that when a cs catheter made by another company was inserted into the right ventricle, he advanced upward the sheath made by the other company without seeing fluoroscopy, and the apex of the right ventricle was perforated. There¿s no indication that a bwi ablation catheter was used. With the information available, the bwi products are being considered concomitant products. No further 3500a reports will be submitted for this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent cardiac ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered cardiac tamponade requiring pericardiocentesis. Details: it was reported that during procedure the patient became unresponsive. Cardiac tamponade was suspected. Pericardiocentesis yielded an unspecified volume of fluid. The procedure was aborted. There is no information regarding patient's outcome. There is no sheath information. There is no information regarding transseptal puncture. There is no information regarding extended hospitalization. There were no issues or errors reported on any bwi products or equipment during the procedure. There is no information regarding irrigation settings. There is no information regarding generator parameters. Since the event is potentially life-threatening it is MDR-reportable.